Event description:
Medtronic received information regarding a navigation system being used for a cranial resection. It was reported that there was a navigation inaccuracy of approximately 0.5 centimeters (cm) (5 millimeters (mm)) deep midway through a transsphenoidal endoscopic tumor resection. The site claimed that neither the reference frame nor the patient moved during the procedure. According to the surgeon, trace registration was performed, and initial accuracy was confirmed by localizing the tip of the nose. However, as the procedure progressed, placing the instrument along the bridge of the nose showed the navigation was off by 0.5 cm. Typically, in such instances, the surgeon would retrace the patient to restore accuracy. However, in this case, the surgeon chose not to undrape and proceeded with the surgery, keeping the inaccuracy in mind. The surgeon also mentioned that this type of issue occurs in approximately 1 out of every 10 surgeries, and he wanted to formally document the observation. There was no delay in the procedure and no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version#: 2.1.0, ubd: , UDI#: h3,h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Already reported codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. The system was functioning as intended and no hardware was replaced. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the site did not have a list of other cases where this issue occurred, however the surgeon noted that the issue only happened in transsphenoidal cases occasionally.